Manufacturer narrative:
The customer will not be returning the zoll catheter for investigation because the customer has discarded the catheter. Therefore physical investigation could not be performed, and the root cause could not be determined. Event assessed as serious due to outcome death. In agreement with a customer, death was probably related to the patient's post-cardiac arrest clinical condition (with low survival rate) and also ongoing covid 19 infection and other comorbidities. Death is not related to the zoll device. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. No patient effect was observed.

Event description:
An (B)(6) male patient (weight: 136 kg) was hospitalized due to covid 19, pneumonia secondary to covid 19, and acute renal failure. The patient had a history of diabetes and hypertension. The ivtm therapy was initiated for cooling post-cardiac arrest using the solex 7 catheter (lot #unknown), and the catheter was placed into the right subclavian. During the cooling phase of the ivtm therapy and after an unknown period, the user noticed blood backing up in the start-up kit (suk) tubing and an empty saline bag, indicating a potential leak from the solex 7 catheter balloon. The user is suspecting an infusion of approximately 1000 ml of saline into the patient. The customer stated that it is unknown whether the thermogard system generated an "air trap" alarm or not. The customer stated that the catheter was not replaced, and no alternative temperature management method was implemented. The patient expired after three days of the ivtm treatment, and per the customer, the patient's death was not related to the zoll device.